Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unknown mentor gel breast implants that the left side ruptured after implantation. Doctor found that implants were already ruptured during a removal surgery. As a result, the patient had the device explanted on 02/25/2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Yellow material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation team observed creases on both aspects and shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Two rents were observed, rent a at junction patch and rent b measuring approximately 0.1 cm within the shell abrasion area on the posterior aspect. Microscopic examination of the edges of the rent a gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).